Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device battery depletion indicated/eri (elective replacement indicator) was noted. Eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 was installed on (B)(6) 2011. High battery impedance resulted in eri.

Event description:
It was reported that the device was suspected of early elective replacement indicator. The longevity was not as expected. Device data was reviewed and indicated early depletion was due to high battery impedance. The device was schedule to be changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) was noted. Eri was caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2011. High battery impedance resulted in eri.